Event description:
The following has been reported: "when preparing drugs, it was found that the injection pump continued to alarm after starting, and it was checked as a battery failure." Reporting due to the referenced issue as a conservative measure. No adverse event information was reported. More information is needed to complete the investigation.